Event description:
It was reported to baxter healthcare that one (1) ce intermate lv167 was observed with the "end luer broke off ". This was observed in the patient's home; however, it is unknown if there is patient involvement. There is no report of patient injury or medical intervention

Manufacturer narrative:
(B)(4). Additional narrative: it is unknown at this time if the device is available for evaluation. Baxter is in the process of contacting the customer to obtain this information as well as any other information. Should additional information be received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Device was not received at baxter for evaluation; therefore, the broken condition was not confirmed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.